Event description:
The device was returned to the service center with a report from the customer contact of a continuous alarm with an unspecified malfunction code. No add'l info was provided. However, during verification testing at the service center, leakage was noted from the disposable batteries in the battery compartment of the device.

Manufacturer narrative:
During testing, leakage was noted from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.